Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the patient's mrs score was 0 and nihss score was 12. The patients pre-procedure mtici score was 0 and final post procedure mtici score of 2c. The react 68 catheter was ineffective after 2 passages. There were no other actions taken. The adverse event was assessed to have a causal relationship to the disease under study. The adverse event was assessed to not be related to the underlying condition or disease. The adverse event was not a result from a device deficiency. It was reported at the end of the thrombectomy: distal thrombus in the angular branch of the left anterior cerebral artery occurred. There was no hospitalization required. The event was not life threatening. There was no medical intervention. There was no disability. The site assessed the devices as not related to the adverse event. The site assessed the adverse event to have a causal relationship with the study procedure. The sponsor assessed the event as casually related to the procedure and possibly related to the study devices utilized.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a patient who was undergoing a mechanical thrombectomy procedure in which two solitaire ex stent retrievers, a react-68 aspiration catheter, and a phenom 21 micro catheter were used. It was reported that the react-68 aspiration catheter was not sufficient for clot aspiration. No device malfunction or issue with any other device was reported. Additionally, there was embolization to a new vascular territory during the procedure. No other information was received.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the catheter was ineffective with tici 1. Poor navigation with the react catheter was also noted.